Event description:
It was reported that the original surgery was done in 2006. The patient returned complaining of pain. The patient reported that she had tripped, but did not fall down. The surgeon reported that he took x-rays and found that the tibial baseplate was broken. Patient was revised.